Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a blood glucose level of 116 mg/dl and a sensor glucose level of 40 mg/dl, which caused her insulin pump to go into threshold suspend. She had received a calibration error from her sensor. Standard troubleshooting was performed but was unable to be completed. The customer was advised to change her sensor. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.